Event description:
It was reported that on an unknown date, during a procedure, the superior tabs for the reaming head for ria 2 broke off inside the drive shaft. The head became disconnected from the shaft while reaming. The day after the procedure the drive shaft was inspected and determined to be damaged. This report involves one (1) reamers: reamer head: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Only event year is known. 510k: this report is for an unknown reamers: reamer head: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.